Manufacturer narrative:
Film review: several still angiogram images during implant were returned. The bifurcate was brought up the right side and deployed below the renal arteries. The contralateral limb opened on the patient right side. The ipsi limb and a limb extension were then seen implanted into the right common iliac artery, and the contralateral limb was implanted crossing over the ipsilateral limb and positioned into the left common iliac artery. Angiogram injection showed contrast outside the stent graft, just below the level of the bifurcate flow divider, on both sides of the bifurcate. A limb was then seen implanted within the ipsilateral limb and across the flow divider, and the endoleak appeared to have resolved. The limbs were patent and no other issues were observed. The cause and type of endoleak could not be determined from these still images provided. This appears most likely to be a type iii fabric endoleak or a type IV.

Event description:
Additional information was received. It was confirmed that the fabric tear was coming from the bifurcate.

Manufacturer narrative:
Recall of unused product only. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. The physician stated that the patient is fine.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. There was moderate calcification and minor tortuosity. It was reported that during the index procedure, the physician observed a type iii endoleak at the junction between the endurant 16x16x120 and the endurant bifurcate 25x16x170. The physician relined the limbs with an endurant 16x13x95, resolving the event. The physician determined that the cause of the event is that the membrane of enbf2513c145ee had leakage. No adverse patient effects were reported. No additional clinical sequelae were reported and the patient is fine.